Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high pacing impedance out of range (oor) measurements on the left ventricular (lv) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. No evidence of lead noise and it was noted that the measurements had been stable in the range. Clinician will bring the patient in for further evaluation. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. With the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This device remains in-service. As such, physical analysis has not been conducted in our laboratory. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high pacing impedance out of range (oor) measurements on the left ventricular (lv) lead, which triggered to lead safety switch (lss) from bipolar to unipolar mode. No evidence of lead noise and it was noted that the measurements had been stable in the range. Clinician will bring the patient in for further evaluation. Currently, this product remains in service and no adverse patient effects were reported.